Event description:
As reported by our canadian affiliates, during implant of a 29'mm sapien 3 ultra resilia in the aortic position by transfemoral approach, an esheath+ distal tip torn was observed when the delivery system reached the tip of the esheath+. There was no resistance during insertion or withdrawal of the esheath+, no difficulty during delivery system withdrawal/insertion, and the esheath+ was not torqued. The valve was implanted without issue, no patient injury was reported, and the patient's final status was stable.

Manufacturer narrative:
The investigation is ongoing.